Event description:
It has been reported to philips that an 87-year-old female patient was prepared and sedated for a t12 kyphoplasty procedure. The patient was prone on the table with a safety strap across the lower half of her body when local anesthesia was given. After the anesthesia injection, the patient shifted to the right and fell from the table. A computed tomography scan (CT scan) along with x-rays showed a fractured right clavicle. The patient is currently at home and is recovering. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the patient was sedated and positioned prone on the neuro tabletop with the philips arm support board placed under the neuro mattress. The lower body was secured with a safety strap, but a second strap across the upper body was not applied due to procedural constraints. Shortly after administration of local anesthetic, the patient moved independently, which placed pressure on the arm support. This caused the mattress to tilt, and the patient slipped from the straps, resulting in a fall from the table. The patient sustained a right clavicle fracture. The patient was seen by an orthopedic specialist, was placed in a sling, and returned home. The procedure was rescheduled to allow the fracture to heal. An onsite investigation by the philips district service manager confirmed that the arm support board and mattress had been improperly positioned by the user. Investigation showed that the arm support was placed under both shoulders of the patient at the head end of the neuro tabletop leading to instability. Additionally, the mattress was positioned too high on the neuro tabletop, leading to instability of the mattress. The philips district service manager provided further instruction to the user on proper placement of the arm support board and mattress in accordance with the IFU. As outlined in the instructions for use (IFU) release 2.2 (4523 001 01513), chapter 12.1.14 arm supports clearly indicates that the arm support board should be placed between the mattress and tabletop, at the location of the patient's shoulder. A review of the IFU confirmed that the labeling provides adequate instructions for the proper placement of the arm support board. Philips is already addressing the risk of potential falls associated with mattress use under an ongoing recall number z-1158-2025. Additional guidance on correct use/positioning of the philips mattress is provided to the user via an IFU addendum (4523 001 30522) and quick reference card. At the time this complaint was received, philips did not have enough information to exclude a potential system malfunction causing an injury, and therefore this complaint was reported. After investigation, philips confirmed that there was no malfunction with the philips system and the investigation concluded that the event was attributable to user error since the arm support board was not positioned in accordance with the IFU instructions leading to the mattress and patient to tilt and fall off the table. As such, this complaint has been re-evaluated as not reportable.